Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer stated she did not think the insulin pump is giving the right amount of insulin bolus. She stated that this has happened for the past 5 to 7 days. Customer contacted the doctor and was told to adjust her rates. Customer stated she has changed her sites and has performed the self test and the test past. Blood glucose has been between 300 and 400 mg/dl. Customer stated she has had to treat with manual injection also and the blood glucose goes down. Current blood glucose value is 112 mg/dl. Customer experienced irritability, hands shaking and sick. The drive support cap appears normal. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Customer has had 5 motor errors within the last month. The high pressure test could not be performed as the customer did not have a tubing clamp. Nothing further reported.